Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's esophagus. The trocar needle did not advance. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.